Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer reported they received insulin pump with red x and the middle white arrow pointing to right a book with question. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis. Svn 000309452071 was created to correct the product of the originally reported svn 000309264775 from mmt-1780k to mmt-1780kpk. A supplemental report is needed for 000309264775 to correct this.